Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material in the suction valve connector. The reported issue occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: snow-like noise and black spots appeared on the bile duct endoscope connected to the machine screen. The foreign object could not be identified. The root cause of the foreign object remaining in the equipment could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.